Event description:
It was reported that this patient with this pacemaker experienced syncope. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this pacemaker experienced syncope. According to the field representative the patient has a history of frequent falls and is on blood thinners. When they reviewed the last latitude send nothing of concern was observed. They have made aware the patient that the pacemaker will not cure his syncopal episodes of a different etiology. The pacemaker remains in service. No additional adverse patient effects were reported.